Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon had sewed the anastomosis. No pt injury has been reported.